Event description:
Barricaid mesh guide nitinol wire broke during implantation. The removal tool was used to remove the incomplete implantation. All components were accounted for and there was no patient injury. Another barricaid implant was inserted in the same vertebral body with no additional issue. All activities were performed during the implantation (B)(6) 2022 with only a 3 minute delay to the procedure.